Manufacturer narrative:
Initial reporter full facility name provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter water did not drain.

Event description:
It was reported that during the pre-test, the foley catheter water did not drain.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Visual evaluation of the (3) photo samples noted one opened (without original packaging) used silicone foley catheter with syringe. Visual inspection of the first photo sample shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the syringe. The second photo shows the catheter balloon was inflated partially and the catheter balloon shows was asymmetrical. The third photo sample shows the inflation valve/cap with material number 119314 and manufacturing lot number ngjy4784. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon was inflated prior to the start of the evaluation. The catheter tested for "difficult to deflate". Deflated balloon passively using the returned syringe with no cuffing noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 6 ml could be withdrawn. Using the in-house luer lock syringe, deflated balloon passively and successfully in 2 minutes and 34 seconds with no cuffing noted. This is out of specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.